Event description:
It was reported that the device has reduced/inadequate brake force, and the device scale measured weight inaccurate. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.